Manufacturer narrative:
Received two used list #unknown spinning spiros mated to two used extension sets. Both spiros came back activated and attached to the extension sets, however the spin collar of the male leur could be spun off leading to separation. No spline or shear tab damage were noted on either spiros. An unknown anomaly was observed in the spline shear tab area of spiros 2. The cause of the anomaly is unknown. Damage on the threads of spiros 2 was noted. No damage or anomalies were noted on the threads of the spin collar of the male luers. No additional damage or anomalies were noted. Each spiros was functionally tested and dimensionally measures and met product performance specifications. The complaint of 'disconnection' can be confirmed. The probable cause of the separation on spiros 1 is unknown. The probable cause of the separation on spiros 2 is due to unintentional bending forces at the bonding location. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unknown date involving a spinning spiros® closed male luer, red cap where the customer reported that the spiros was attached to the filtered extension set and hears the crack, confirming that the spiros should be bonded to the tubing. After hearing the crack when attaching the spiros to the tubing, the customer can easily remove the spiros or it comes disconnected itself. There was unknown patient involvement and unknown harm.